Manufacturer narrative:
The equipment was checked and the reported complaint was confirmed. The speaker assembly was replaced, and the unit was returned to service. The exact root cause of the speaker failure cannot be determined as the speaker was discarded.

Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the audible alarm function could not be heard. There was no report of patient involvement.